Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 1260, 1261, and 1210. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement, and no patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log was unable to be downloaded due to error code 1261 alarm message on the pump display. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty microprocessor unit board. The microprocessor unit board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.